Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4)

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 32 synergy drug-eluting stent, it was noted that the stent partially dislodged from the stent delivery system during removal of the protective cover and stylet. The device never entered the patient's body and the procedure was completed with another 2.50 x 32 synergy drug-eluting stent. No patient complications were reported and the patient's status was not compromised.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts from the 9th most proximal row onwards distorted and stretched over the bumper tip. Struts at the proximal end are undamaged and still securely crimped on the balloon. No stent movement was detected. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent moved on balloon. During preparation of a 2.50 x 32 synergy drug-eluting stent, it was noted that the stent partially dislodged from the stent delivery system during removal of the protective cover and stylet. The device never entered the patient's body and the procedure was completed with another 2.50 x 32 synergy drug-eluting stent. No patient complications were reported and the patient's status was not compromised.